Event description:
Pt 3 years since left inguinal hernia repair. He developed a wound infection and for three years had a draining sinus tract. On exploration was found to have a sinus tract with infection deep to muscles in the central core of the mesh plug.